Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood in the inflation lumen and contrast on the distal tip. Device analysis determined the condition of the returned device was consistent with the complaint incident. Magnified inspection identified a longitudinal tear in the balloon wall extending the full length of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient had myocardial infarction <72 hours prior to the procedure. Vascular access was obtained via the femoral artery. The 2.5 x 20mm, concentric, de novo, 90% stenosed target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.00mm x 12mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, during inflation at 16 atmospheres, the balloon ruptured and failed to inflate. The balloon was completely removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that balloon rupture occurred. The patient had myocardial infarction <72 hours prior to the procedure. Vascular access was obtained via the femoral artery. The 2.5 x 20mm, concentric, de novo, 90% stenosed target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.00mm x 12mm maverick² balloon catheter was advanced to dilate the lesion. However, during inflation at 16 atmospheres, the balloon ruptured and failed to inflate. The balloon was completely removed from the patient and the procedure was completed with another with same device. No patient complications were reported and the patient's condition was stable.